Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2017 with blood glucose was 458 mg/dl. The current blood glucose is 175 mg/dl, 320 mg/dl. The customer treated their high blood glucose with intravenous drip. The customer was wearing insulin pump during hospitalization. The customer reported that the drive support cap was normal. The customer experienced symptoms like abdominal pain and nausea. The high pressure test was performed on insulin pump and result was no delivery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with operating currents within specification. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime/compromised force sensor system test due to faulty force sensor resistor (gold). Unable to perform excessive no delivery test, occlusion test or displacement accuracy test due to prime anomaly. Unit was received with cracked lcd window, cracked end cap, cracked reservoir tube lip, address/serial label missing, missing end cap sticker, cracked case at display window corners, cracked belt clip slot, corroded battery tube and minor scratches on lcd window.